Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers: 1627487-2021-16602, 1627487-2021-16636. It was reported that the patient was not receiving effective therapy due to their system auto reducing. It was found that the lead had high impedances and the l1 and l2 leads were fractured and the l5 lead had migrated. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.